Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not put ipg into surgery mode prior to an unrelated procedure. As a result, ipg was unable to communicate with external devices, and patient lost therapy. Troubleshooting was unable to recover the ipg. Surgery may take place at a later date to address the issue.